Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the needle to cuff miss; however, the additional treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 5fr sheath after embolization of an intercostal bleed. Reportedly, the proglide needles did not catch; a cuff miss occurred. Another proglide was used with the same result. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The operator is reported to be in-training in the use of the proglide device and the preclose technique. No additional information was provided.